Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's mother reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. The caller alleged that approximately 1 month prior to the event the performa system was continuously providing low results of less than 100 mg/dl. The caller reported that these results were lower than the customer's blood glucose level and that the customer experienced hyperglycemia. The customer was taken to the hospital. The exact blood glucose results obtained at the hospital were not provided. However, caller reported that a comparison was done and that the blood glucose results obtained on the hospital's meter were very high, but the results on the performa system were very low. The hospital treated the customer for hyperglycemia, however the type of treatment given was not provided. It was reported that the customer was hospitalized around 2 months ago and just got discharged a few weeks ago. Exact dates of hospitalization are unknown. The customer is currently stable.